Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Allergic reaction [hypersensitivity]. Fluid was drained out of right knee [joint effusion]. Right knee swelled [joint swelling]. Case description: spontaneous report received on 04/28/2008 from a male pt. The pt had a medical history of arthritis and a previous series of synvisc in late 2006. On approx three months prior, the pt received one injection of synvisc into the right knee. The pt reported that he had an "allergic reaction" to the injection. When the pt went home after the first synvisc injection, his right knee swelled to about 3 times its size by that evening. The pt went to the emergency room on crutches where 60ml of fluid was drained out of the right knee. The fluid was cultured and showed no bacterial infection. The swelling slowly decreased until about a week later when it went back to its normal size. Qa results were received on 04/29/2009. The production and quality control documentation for lot# w0712 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# w0712 was reviewed. The investigation showed the product met specifications. No associated non-conformances were noted.